Manufacturer narrative:
Concomitants: 320-10-10 - equinoxe reverse tray adapter plate tray +10: (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). The revision reported may have been due to disassembly and dislocation. However, the reported disassembly and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, the patient had a left tsa on and presented with disassociation of polyethylene. Patient dislocated his reverse and disassociated his poly component getting off the floor. The outcome of this event is considered resolved. The action taken was revision with the removal of the torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw. The case report form indicates that this event is not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.